Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient is concerned that he has the incorrect implant. -.75 from plano. Additional clarification was provided by the ophthalmic technician, who reported that the patient experienced blurry vision after the surgery and it continues to be getting worse making it hard to drive. On the third postoperative day the patient got soap in his eye. Three days later, the patient experienced eye pain and worsening vision. Six days later, the patient reported that the eye was watery. According to the technician the surgeon is not reporting an issue with the iol. The target was -0.42 and the postoperative refraction is a -.75. Approximately two weeks following the surgery, the patient was referred to a retina specialist. The retina specialist documented "looks fine". The patient continued to report worsening vision so the surgeon referred the patient to another ophthalmologist, who documented that the iol looks good, stable, centered, no folds, no cracks, visual field test is normal and the corneal topography shows no irregularities or regular astigmatism.